Event description:
It was reported that an asymptomatic patient presented in or for device change out. Externalized conductors were observed via fluoroscopy. High impedance and increase in capture threshold were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.